Manufacturer narrative:
Analysis: on opening the returned device it was noticed that the stent was not present. The stent delivery system was inspected. The balloon was blood stained and had to be disinfected. The stent was properly crimped. When the stent is crimped it leaves impressions of the frame on the surface of the balloon. The impressions are very evident. The balloon was in good condition with no signs of damage. The catheter shaft was also in good condition with no signs of damage. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of icast covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr); ability to deploy the stent at nominal pressure (8atm); ability to withdraw the deflated balloon catheter back through the labeled introducer sheath; ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures; balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). This lot of catheters passed all quality and performance criteria without any non-conformances related to the complaint. The stent retention data included in the testing indicates that the lowest test value was 8.4 newtons (n). The requirement is that the stent must not dislodge below 5.5 n. Conclusion: based on the inspection of the returned catheter and the device history records review atrium medical cannot conclude that the stent migration off the balloon was caused by the manufacture of the device. It is likely that the proximal end of the crimped stent made contact with the distal tip of the introducer sheath dislodging the stent distally off the balloon. Multiple questions were asked of the institution but none of our questions were answered.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Customer stated that the stent was positioned in the rental artery. During positioning the stent came partially off the balloon. They were able to deploy stent. The stent was post dilated with different balloon and follow up angio taken. No patient injury.